Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a unclear bezel screen. Upon conclusion of the evaluation, it was determined that this was a malfunction of the bezel screen. The bezel screen was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device had an unclear image on the display. There was no reported patient involvement.